Manufacturer narrative:
(B)(4). Multiple attempts to obtain the device, device logs, and/ or additional information were not successful. Without the actual sample, a thorough investigation can not be performed and no specific conclusion can be drawn as to the cause of the reported event. All available information was forwarded to the actual manufacturer, b. Braun (B)(4) for informational purposes. If the pump and/ or additional pertinent information becomes available, a follow up report will be provided.

Event description:
As reported b the user facility: (B)(4). "Fentanyl tubing and bag were changed at 2151 rate of infusion was 14.9 ml/hr. At around 0150, it was noted that remaining volume in the bag was approximately 40 cc. Infusion rate double checked to be accurate and verified by two additional rns. Expected volume at this time should have been at least 170 mls. Unable to account discrepancy other than a pump issue" this incident did not result in patient injury. The pump is still in our possession (clinical engineering).

Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on going at this time. A follow-up report will be provided when the inspection results become available.